Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery a curette was broken in two pieces while in use to remove bone from the back of knee, both pieces were retrieved. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken in to two separate pieces, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, a curette broke into two pieces while during a cori procedure; however, "both pieces were retrieved". It was communicated that the procedure was completed, without delay, using a s+n back-up device without patient harm. Based on the information provided, the root cause of the reported device breakage could not be determined. No delay, injury or adverse consequences were reported; therefore, no further patient impact would be anticipated. No further medical assessment can be rendered at this time. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a curette broke into two pieces while during a cori procedure; however, "both pieces were retrieved". It was communicated that the procedure was completed, without delay, using a s+n back-up device without patient harm. Based on the information provided, the root cause of the reported device breakage could not be determined. No delay, injury or adverse consequences were reported; therefore, no further patient impact would be anticipated. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.